Manufacturer narrative:
Continuation of concomitant products: product ID 3093-28, lot# va0qxqx ,implanted: (B)(6)2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient started it was not the battery but the lead broke. The patient was implanted with a new lead and battery on (B)(6) 2019 and all was working good now. Interstim was repaired and all is working correctly. The patient weight between (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she thinks the battery was dead inside body because she increased the settings and not getting any connection now. Patient stated she turned up but not feeling anything. Patient was getting synch up required screen and needed to purchase new batteries and will call back. When patient came back from hospital the second time from unrelated therapy issue she tried to void and couldn't. She then used catheter to try to retrain the bladder and this was not working. Patient tried to verify if return of symptoms and stated no. Patient stated she never had to use remote for years as everything was working great and voiding on own, etc and now it was not working. Patient stated she increased numbers and it was not working. Patient stated the remote worked two days ago. The patient had to purchase batteries. The patient called back a day later repeating previously reported issues with lack of stim sensation and still using a catheter. Patient indicated this was sudden change. Patient changed pp batteries and was using the pp successfully with the antenna and increased amplitude up to 5.8 on p4 and still not feeling stim sensation (pt noted amplitude was originally at 0.4). During the call the patient tried all 4 programs and increased to at least 5.0 and was not feeling stim sensation on any of them. Patient reported no falls or traumas. It was recommended to follow up with managing hcp for possible device check. There were no further complications reported at this time.